Manufacturer narrative:
Other relevant device(s) are: product ID: 9731203, serial/lot #: (B)(4), model: 9733857, analysis: axiem emitter failure; model: 9731203, analysis: axiem emitter failure. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that there was a communication issue with the axiem box. There was no patient present at the time of the event.